Event description:
The device was used during a sigmoid resection procedure. Reportedly, the instrument did not cut. The surgeon resected the tissue and completed the anastomosis manually. The hospital has reported that the patient's status is satisfactory.